Manufacturer narrative:
The serial number has not been provided and the unique identifier (UDI) number could not be determined. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the manufacturing date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump 5 (cp5) system became unresponsive during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the faulty touch screen to resolve the issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump 5 (cp5) system became unresponsive during a procedure. There was no report of patient injury.